Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for additional lot number is as follows: medical device lot #: 20125179, medical device expiration date: 02-dec-2023, device manufacture date: 25-nov-2020.

Event description:
It was reported that 17 bd maxzero multi-fuse pressure rated extension set with needleless connector(s) tubing is discolored. The following information was provided by the initial reporter: my nursing staff has noticed discolored tubing in the bd maxzero pressure rated extension set, IV connector kit.

Event description:
It was reported that 17 bd maxzero multi-fuse pressure rated extension set with needleless connector(s) tubing is discolored. The following information was provided by the initial reporter: my nursing staff has noticed discolored tubing in the bd maxzero pressure rated extension set, IV connector kit.

Manufacturer narrative:
H6: investigation summary: three samples of item number mz5309, lot 20125179 were submitted for quality inspection. The customer complaint of cosmetic issue - discolored was verified by visual inspection. Evaluation of the samples submitted showed that the tubing has a yellow tint to the tubing. A device history record review for model mz5309 lot number 20125179 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of the discoloration of the tubing is a result of the sterilization process. The sterilization of the tubing causes the tubing to tint, and over time that tinting can be more prominent. Fourteen samples of item number mz5309, lot 20116798 were submitted for quality inspection. The customer complaint of cosmetic issue - discolored was verified by visual inspection. Evaluation of the samples submitted showed that the tubing has a yellow tint to the tubing. A device history record review for model mz5309 lot number 20116798 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of the discoloration of the tubing is a result of the sterilization process. The sterilization of the tubing causes the tubing to tint, and over time that tinting can be more prominent. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.